Event description:
It was reported that the customer had low blood glucose levels in the 30mg/dl range. Customer's most recent blood glucose level 55mg/dl. It was also stated that they had been having issues with the having to continously change the battery on their insulin pump. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.